Event description:
Reportedly, the subject device was removed due to infection. Preliminary analysis of sterilization process review showed that the subject device was sterilized and released according to applicable standard operating procedures.

Event description:
Reportedly, the subject device was removed due to infection. Preliminary analysis of sterilization process review showed that the subject device was sterilized and released according to applicable standard operating procedures.